Event description:
As reported: "stimulation of soft tissue due to locking screw backout. The locking screw was removed." (B)(6) 2025 - additional information received: "the screw at the most distal end of the hook plate was also loose, but that was completely locked when it was re-tightened, so it was re-tightened. The backed-out screw caused irritation, and the skin on the clavicle surface was red and swollen."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "stimulation of soft tissue due to locking screw backout. The locking screw was removed.". On 09/06/2025 - additional information received: "the screw at the most distal end of the hook plate was also loose, but that was completely locked when it was re-tightened, so it was re-tightened. The backed-out screw caused irritation, and the skin on the clavicle surface was red and swollen.".

Manufacturer narrative:
A device inspection was not possible since the affected device was not returned. A post-operative x-ray picture was received. It could be confirmed that the plate has dislocated and that two screws have backed out. Despite confirming the event, it was not possible to determine the exact root cause. In addition to the return of the devices, more information such as patient medical records and patient post-operative behavior as well as more x-ray images, would have been required for a complete investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.